Manufacturer narrative:
Imdrf device code a15 captures the reportable event of clip unable to release from the catheter.

Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip was used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2024. During the procedure, the clip was unable to separate from the catheter. It was also noticed that the spring in the handle was visibly bent and the handle separated, the inner wire was cut to separate the clip off from the cable. The procedure was completed with another resolution 360 ultra clip. There were no patient complications reported as a result of this event.